Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. A system check was performed with tandem technical support and was unable to identify a source of the blockage. Customer's blood glucose level was not impacted. The customer continued using the pump for insulin therapy.